Manufacturer narrative:
The customer reported complaint that the thermogard xp ivtm system (sn (B)(6)) displayed a mid:09 (air trap assembly) error message was confirmed during review of the event log but not during functional testing. The console performed as intended. During visual inspection of the thermogard console, a few pieces of plastic clamp from a start-up kit and saline residue were observed inside the air trap, possibly related to the reported complaint. Event log data review was performed and revealed mid:09 (air trap assembly) error messages; thus, confirming the reported complaint. This error message can be caused by an empty saline bag, air inside the suk, or contamination of the air trap sensor tunnels. According to the event log data, during post, the saline assembly turned its emitters on. However, a non-permissible pattern of detections was read. The thermogard xp ivtm system passed initial functional testing. The console performed as intended and the mid: 09 could not be reproduced. During inspection, pieces of the plastic clamp and saline residue were observed at the bottom of the air trap, which may have contributed to the mid:09 error message observed by the customer. The air trap was cleaned, and the plastic pieces were removed to prevent possible future occurrence. Following service, the thermogard console passed all tests with no issues, and readings were within the specified limits.

Event description:
The customer reported the thermogard xp ivtm system (sn (B)(6)) displayed a mid:09 (air trap assembly) error message. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.